Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead exhibited high impedance. No adverse consequence to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was fractured, the lead was capped and replaced on (B)(6) 2016. No additional information was available.